Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for generator replacement due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted and active. The patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2017 due to an unspecified capture issue.